Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon investigation, it was noted that the lead impedance was low. The patient was brought into the clinic for further evaluation. Underpacing was noted as result of oversensing. Patient experienced lightheadedness. Insulation breach was suspected. The lead was capped and replaced on (B)(6) 2017. Patient was stable post procedure.